Event description:
Same case as: 2134265-2015-03498. It was reported that the patient experienced a puncture burn. The patient underwent a radiofrequency ablation (rfa) treatment procedure of the liver using a 2.0/17/15 leveen¿ superslim¿ and a rf3000 radiofrequency generator. The puncture site was located at the epigastric region. The target site for the ablation was noted to be close to the surface of liver with the range of the ablation to "go somewhat beyond the surface of the liver". A maximum of 90w of energy was applied and roll off was successfully achieved in under 7 minutes. Approximately 5 days later, the patient "appealed" irritation of the skin. The physician performed a medical examination and diagnosis revealed a 3rd degree burn of the subcutaneous tissue. The patient "hardly had subjective symptoms of irritation and damage like an ulcer isn't observed". The burns were treated with conservative management. Discharge was planned for approximately 3-4 days later. However, the patient was discharged 10 days later as further observation of their skin condition was required. There was no more complaint of pain at the time of discharge. No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).